Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that there was intestinal edema noted on images. On (B)(6) 2018, patient underwent an endoscopy. During fluoroscopy, the jejunal tube was gradually withdrawn and resistance was noted to remove jejunal tube. Food residue was stuck at the distal tip of jejunal tube causing clogging of tube. The food residue was removed with forceps. The jejunal tube was found to be knotted and it was cut and removed.